Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: clarification to section d: event of implant breaking is a known potential adverse events addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Physician reports implant rupture. Affected side unknown. Device remains implanted.